Manufacturer narrative:
(B)(4).

Event description:
It was reported from clinic notes received on 01/22/2016 that the patient had a change in seizure pattern in (B)(6) 2015. Notes dated (B)(6) 2015 state that the patient has worsened since last visit. Follow-up with the physician showed that impedance values were within normal limits at the time of the worsening seizures. The physician indicated that the worsening seizures were not worse in frequency but more in intensity and her generalized tonic clonic seizures have involved more widespread body regions and are more severe. The physician increased the current on (B)(6) 2015 because of this condition.